Event description:
IV pump had blood transfusion going. Rate was increased from 125 ml/hr to 160 ml/hr. Approximately, an hour after infusing, the pump rate returned to 125 ml/hr. The rate was then reprogrammed back to 160 ml/hr. Also, initially when pump was set up for blood transfusion the volume was set for 350 ml. The pump stopped the blood transfusion early and the volume also had to be reset.